Event description:
It was reported that during a direct-stenting procedure, the vision stent delivery system (sds) was advanced towards the lesion site in the proximal left anterior descending artery and was unable to cross due to resistance. The vision sds was therefore removed outside of the patient and upon removal was noted as having flared proximal stent struts. The flared struts were believed to have been caused by resistance during removal with the lesion or the guide catheter tip. Vessel and lesion site were characterized as being mildly tortuous, heavily calcified, concentric, de novo and 99% stenosed. The procedure was completed with balloon dilatation only. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. Evaluation summary: evaluation of the returned vision stent delivery system (sds) found blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers. There were two bent struts in the middle of the stent implant, confirming the reported stent damage. There were multiple bends in the proximal half of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length, and proximal and distal stent outer diameters were measured and met manufacturing criteria. The middle measurements could not be taken due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the heavily calcified lesion was not pre-dilated prior to advancing the vision sds, which likely contributed to the difficulties. It should be noted the instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. It is likely that the stent caught on the lesion/anatomy during advancement damaging the struts, and further interaction with the lesion/anatomy during retraction would have contributed to the damage noted and resistance during retraction. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for failure to advance, stent damage, or difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.